Manufacturer narrative:
The correct serial number for the affected contour plus meter has been updated. Based on the available serial number, device manufacture date has been added in.

Manufacturer narrative:
The customer did not return the suspected product. The device history record was reviewed for the suspected contour plus meter (serial # (B)(4)), which showed no manufacturing anomalies.

Manufacturer narrative:
The customer returned the suspected contour plus meter for evaluation. An in-house testing was performed using the returned meter with in-house contour plus test strips, which gave satisfactory performance. All readings obtained during in-house testing were properly stored in the meter's memory.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered.

Event description:
A (B)(6) customer called to get help with her contour plus meter. During the call, it was found that the customer's blood glucose readings were not being stored in the memory of the contour plus meter. No adverse event was alleged. The customer was advised to return the meter for evaluation. A replacement meter was sent to the customer.